Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or scratches. Review of conformance material record confirmed that the controller met all requirements for release. The controller passed all functional testing and worked as intended.

Manufacturer narrative:
The product has not yet been returned for evaluation. Additional information will be submitted within thirty (30) days of receipt

Event description:
Approximately seven months after hvad implantation, the patient reported that the controller did not provide audible alarms as expected. The patient¿s controller was electively exchanged from stock without any reported patient injury.